Event description:
Additional information received reported that the cause of the event was unknown. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside the phenom 27 catheter, a sealed bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were fully opened with no damage. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen without issue. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. ¿ conclusion: based on the returned devices, the customer complaint was not confirmed that the braid's distal end was fully opened with no damage. In addition, no damages were found with the pushwire and catheter. No issues were found during resistance testing. The cause of the failure to open and resistance during delivery could not be determined. Possible causes of failure to open include vessel tortuosity and the user deploying the braid in the vessel braid. The customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, ruling out vessel tortuosity, and the user deployed the braid in the vessel bend as potential causes. Possible resistance cause includes a lack of continuous flush with heparinized saline during the procedure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the left posterior communicating artery segment of the internal carotid artery with a max diameter of 6.88 mm and a 5.75 mm neck diameter. Landing zone: distal: 4.32 mm and proximal: 4.01 mm. The accessed vessel was the femoral artery with a diameter of 4.22 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Angiographic result post procedure was normal. It was reported that under the guidance of the guidewire, the phenom27 microcatheter was successfully pushed to go upper to the middle cerebral artery m2, and then the echelon10 microcatheter was placed into the aneurysm sac. Ped-425-20 was successfully delivered to the position through the phenom27 microcatheter, and the phenom27 was withdrawn to deploy the stent. The stent tip was deployed more than 6 mm and did not open smoothly. Continued to deploy more stent and tried to push the stent guide wire forward. The stent partially opened but still did not open completely. Tried to retrieve the stent, pushed the middle catheter to go upper, and deployed the tip end again, but repeated pushing and pulling still failed to solve the problem. Then removed the whole thing from the body, replaced it with a new phenom27 catheter and ped2-425-25 stent, and successfully completed the operation. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259327); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.